Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that one day after implant, this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system showed all vector failing during automatic setup. The health care professional (hcp) provided technical services (ts) reports as well as x-ray images. Per ts, x-ray imaging showed suboptimal electrode positioning, including the possibility of electrode dislocation, and electrode revision was recommended. Once revised, new screening was recommended to ensure the electrode revision is likely to result in desirable sensing. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this electrode was successfully repositioned. The patient was discharged one day after without any consequences.

Event description:
It was reported that one day after implant, this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system showed all vector failing during automatic setup. The health care professional (hcp) provided technical services (ts) reports as well as x-ray images. Per ts, x-ray imaging showed suboptimal electrode positioning, including the possibility of electrode dislocation, and electrode revision was recommended. Once revised, new screening was recommended to ensure the electrode revision is likely to result in desirable sensing. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.